Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4) implanted: (B)(6) 1997 explanted: unk; product typ extension product ID 7434-e lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3487a lot# l45242 serial# implanted: (B)(6) 1997 explanted: unk; product typ lead. (B)(4).

Event description:
It was reported that the patient's entire implantable neurostimulator (ins) system was explanted in (B)(6) 2012 due to "a reaction or infection." If additional information is received, a follow up report will be sent.